Event description:
It was reported that a smiths medical pump displayed a no disposable pump won't run- res vol 15.1 ml, rate 1 ml/hr, given 80.95 ml. Air in line, patient not affected no further information available.